Event description:
Information received from the (B)(6) study, subject: (B)(6). On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient¿s anatomy was normal in tortuosity. During the onyx injection, it was reported the microcatheter became occluded at a very critical point. There was veinous occlusion and bleeding occurred a few minutes afterwards which was controlled by the onyx complementary embolization and heparin reversal. The patient also developed hydrocephalus that required surgery on (B)(6) 2014. The patient was conscious and had fluctuating sleepiness, cerebellar syndrome, but no other deficit.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined.(B)(4)